Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of the coupling/charging issues was not determined. Additionally, the cause of the placement issues remain undetermined. As an intervention, the care facility staff are assisting patient with charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer's representative (rep) and healthcare provider (hcp) regarding an external device. The reason for call was caller stated they are having connection issues when attempting to charge ins. Had caller attempt to initiate recharge session with ins and also connect to recharger app while doing so. Caller stated they can feel ins and are placing recharger right up against patient's skin since when they use the drape the recharger doesn't seem to function. With recharger over the ins, recharger app was showing the closed loop-poor coupling screen with ins was at 30%, therapy was on and numbers at the bottom were between 0-2. Walked caller through repositioning recharger and was able to get 10 but the poor coupling screen was still showing. Had caller remove recharger from patient and look at the back of the recharger to explain that the two white circles on the back of the recharger need to line up with the bottom portion of the ins. Caller re-positioned the recharger and it connected to show closed loop charging with good connection and ins was now at 20%. Reviewed to continue charging the ins and reviewed charging expectations. The troubleshooting steps that were taken on the call resolved the issue. Caller called back on 2025-mar-07 to report a decrease from 20% to <(><<)>5% in less than an hour. Caller said they were unable to get the recharger to charge the ipg at all. When asked for clarification, caller said the recharger's battery indicator light was flashing red. When asked about habits for recharging the recharger, caller said they had not had any education about the dbs system or how to maintain it. Reviewed need for recharging all external equipment. Caller was able to locate the dock and start recharging the recharger. Caller confirmed seeing blinking green battery light on the recharger when it was seated on the dock. Caller also confirmed they had a communicator. Likely, patient hasn't charged ipg since date of implant. Uncertain if handset and recharger have been paired. Caller asked about further education regarding dbs system, and suggested reaching out to local rep for help. Caller said they already had rep's contact info. Caller will call back for further assistance after recharger has sufficiently charged. On (B)(6) 2025, caller was with the patient and is having difficulty maintaining connection with ins with recharger. Caller stated they were able to connect with the tablet but it took a while and it shows that recharge sessions are "fair" coupling. Caller stated that recharger will connect momentarily but then disconnect. Caller connected to recharger app to show ins was at 30%, therapy was on but ins was charging in close loop with poor coupling. Antenna locate numbers started at 0 and caller saw as high as 24 but the numbers were fluctuating constantly between a range of about 5-17. Occasionally, the recharger would connect with good coupling. Caller stated patient is around 300 pounds and the ins is very medial and somewhat high in the chest and caller was having to use the recharger turned upside down due to how the patient was sitting. Offered to send replacement recharger to rule out an equipment issue but the caller was certain there wasn't an issue with the recharger and may be due to ins placement and pocket. Caller stated they would talk with hcp and try to get some charge in the ins.